Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the time and date on the pump was incorrect after the customer restarted the pump. There was no reported adverse impact to the customer's blood glucose level. Tandem technical support assisted the customer with correcting the time and date on the pump.